Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that about 2-3 weeks before this report, her blood glucose level was at 40 mmol/l and she experienced diabetic ketoacidosis. Subsequently, she was hospitalized where she was put on insulin infusion and injections. She was connected to her pump the whole time until the very last day they disconnected her from the pump. When they removed the cannula, it was found to be bent. They inserted a brand-new infusion set on a new site and it worked for a couple of days. Since she had changed site her blood glucose level had been going too low. She had too much scar tissue and hardened tissue on her abdomen. The patient stayed in the hospital for three days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.